Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a lar procedure after firing, it was found that the staples malformed at the half of the posterior wall. An artificial anus was performed. The patient is in stable condition.